Manufacturer narrative:
Reporter phone number -(B)(6) b3-date of event is estimated. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 8372293 common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6) , batch:8372293

Event description:
It was reported that patient ineffective therapy, uncomfortable stimulation, and involuntary movements. Surgical intervention may take place to address the issue. The investigation was unable to determine the device associated with the issue.

Manufacturer narrative:
Patient reported severe jerking movements. The patient has the device turned off. Explant surgery has not been scheduled at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.